Event description:
It was reported that catheter issue occurred. The 80% stenosed lesion was located in the moderately calcified mid left descending artery (lad) which was severely tortuous distally. After a non-boston scientific wire was inserted, an opticross 6 hd catheter was advanced for ultrasound examination of the target lesion over the soft portion of the wire since the distal lad was very tortuous. After mechanical pullback was completed, the technician kinked the proximal telescope as the physician was attempting to readvance the device. The image on/off was toggled and at this time to determine if the catheter was still functional and at this time, the physician noticed that the device seemed to be fused onto the wire. Upon device removal, it was noted that there was significant wire wrap and entanglement, and that the catheter monorail was kinked and flattened. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of media provided by the site showed guidewire entanglement, sheath kink, and guidewire exit port damage.

Event description:
It was reported that catheter issue occurred. The 80% stenosed lesion was located in the moderately calcified mid left descending artery (lad) which was severely tortuous distally. After a non-boston scientific wire was inserted, an opticross 6 hd catheter was advanced for ultrasound examination of the target lesion over the soft portion of the wire since the distal lad was very tortuous. After mechanical pullback was completed, the technician kinked the proximal telescope as the physician was attempting to readvance the device. The image on/off was toggled to determine if the catheter was still functional and at this time, the physician noticed that the device seemed to be fused onto the wire. Upon device removal, it was noted that there was significant wire wrap and entanglement, and that the catheter monorail was kinked and flattened. The procedure was completed with a different device. No patient complications were reported.